Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending (lad) artery. The patient was noted to have a highly calcified eccentric lesion within the mid lad extending proximal to the first diagonal branch. The lesion was pre-dilated with a 2.5 x 12 mm emerge ptca balloon catheter at 10 to 14atm. The c2+ ivl catheter was used to deliver 60 pulses at 4 atm within the lesion segment. Post ivl therapy, the angiogram demonstrated an good result, and a 3.0 x 32 mm synergy drug-eluding stent (des) was implanted using 11 atm. A follow up intravascular ultrasound (ivus) of the area and stent was completed, which showed an additional lesion distal to the initial des stent placement, and as such, an additional 2.5 x 12 mm synergy des was placed which overlapped the previous stent distally. The overlap section was post-dilated to 16 atm showing a good angiographic result. Ivus demonstrated further dilation was needed in the mid-portion of the initial stent and assets which was completed with a 3.0 x 20 mm non-compliant (nc) emerge balloon. Pre and post stent post dilatation, it was noted that the first diagonal and large septal branch were missing. The physician successfully wired the diagonal branch, and then dilated the ostium of that vessel with a 2.0 x 12 mm euphora balloon. Angiogram now demonstrated no flow into the diagonal but, newly formed thrombus within the just placed des stents of the mlad. Dilation of this segment was then completed with a 3.0 x 15 mm emerge balloon catheter and antiplatelet medication delivered to the left coronary system. At this point, the patient went into ventricular tachycardia (vt) and then ventricular fibrillation (vf) arrest and was given both CPR and defibrillation. A balloon pump was placed after the patient's rhythm and pulses returned. The patient was placed on extracorporeal membrane oxygenation (ECMO) for support and is reported to be recovering well with ECMO assistance. There was no ivl malfunction reported. The physician does not believe ivl played a role in this patient's complication and believes the event may have been caused by acute stent thrombosis.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the thrombus and subsequent ventricular tachycardia (vt) and ventricular fibrillation (vf) necessitating CPR could not be definitively determined based on the information available. There was no ivl malfunction reported. The physician does not believe ivl played a role in this patient's complication and believes the event may have been caused by acute stent thrombosis of non-shockwave medical devices. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.